Event description:
The customer reported that there was no image on the monitor of the 7900 system. No pt injury was reported.

Manufacturer narrative:
The ge service rep spoke with the customer via telephone. No errors were recorded in the error log. No other service activity occurred.